Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) power cord is stuck and cannot be removed. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the power cord was stuck inside. The fse resolved the problem by opening the trolley part, pulling back the power cord, and recoiling it properly. The unit was returned to the customer in good working condition.